Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 430 mg/dl. The customer felt symptoms of nausea and vomiting. The customer treated their blood glucose levels with manual injections. The customer does not feel that their insulin pump was functioning as designed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.